Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter and 3 non-bsc devices. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon which was loosely folded. At 17mm from the tip of the device, there was a partial circumferential tear. Product analysis confirmed the reported burst, as there was a partial circumferential tear.